Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was reportedly moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
A 3500a supplemental correction was submitted to remove the initial reporter information. Initial reporter was submitted in error.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during testing, the pump failed a leak test at the display lens. The pump cover was opened and moisture corrosion was observed at on the transceiver board. Unrelated to the complaint, the battery compartment was cracked. The display screen was dim and discolored.